Event description:
The customer reported that there was zipper damage to the side panel after the canopy was laundered and the teeth do not align. Evaluation of the returned side panel found that the zipper slider body was open. The zipper teeth aligned properly.

Manufacturer narrative:
The panel side a window was returned for evaluation. Inspection found that the zipper slider body was open. The zipper teeth were aligned properly. Windows b, c, d, and the mattress envelope were not returned with the canopy. Manufacturer reference #: (B)(4).